Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
The information provided to sjm indicated a 6f angio-seal evolution was deployed and the patient was sent to recovery. It was reported the patient was still bleeding two hours post-procedure. It was assessed as a failed closure. Pulses were not diminished and a second 6f angio-seal evolution was deployed. Pulses diminished and the patient experienced a cold leg, requiring a surgical cut down and repair of the occluded vessel. The patient was stable with no groin complications following the procedure.